Event description:
It was reported that the customer passed away and it was diabetes related. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the customer was at a friend's house when she passed away. The mother stated that the case of death is unk and that the customer has had a lot of health problems related to diabetes. The mother also stated that she does not believe the insulin pump played a role on her death. The mother stated that when the paramedics tested her glucose level it was over 700mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.